Event description:
Consumer called to report their meter giving inaccurate low readings. Analysis run on clark error grid using competitive readings (199) as ref. Point vs. Bd readings (68) yielded data points in the e range of the grid, outside of acceptable limits.